Event description:
The facility reports, during the transfer from bed to chair, the pin connecting the carrier bar to the sling has gone loose and caused the sling to become loose from the carrier bar. The client was sitting above the chair at the time. (B)(4).

Manufacturer narrative:
The submission of this report and related info does not necessary reflect a conclusion by arjohuntleigh that the report or info is an acknowledgement that arjohuntleigh, arjohuntleigh employees or arjohuntleigh products caused or contributed to the reportable event. Add'l info will be provided upon conclusion of the MFR's investigation.